Event description:
It was reported that the patient received inappropriate atp and high voltage therapy for a supraventricular tachycardia. The device was reprogrammed and remains implanted. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.